Event description:
It was reported the patient's lead has migrated and therefore therapy is not effective. As a result, surgical intervention may occur in the future to revise both leads to address the issue.

Manufacturer narrative:
Date of event and patient weight are estimated.

Event description:
Additional information was received wherein the leads were explanted and replaced and effective therapy was established.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.